Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2023-95832. Related manufacturer reference number:2017865-2023-95833. It was reported that the patient presented for a follow-up in clinic with endocarditis and an infection at the implanted device pocket site. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-95831 as the infection is not related to the implant site or product as the infection occurred due to another factor or source.